Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unspecified lower leg procedure, the flexor raabe guiding sheath "fully separated distally." The sheath was inserted in the contralateral femoral site. No other devices were in the complaint device when the event occurred. The physician had to perform a partial cut down to remove the lower part of the complaint device with tweezers. According to the initial reporter, the separated portion of the complaint device was successfully removed. The patient did not experience any adverse effects as a result of this occurrence.

Manufacturer narrative:
Investigation evaluation: a review of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the device had separated into three sections. Biomatter was present and filled the connecting tube completely from the stopcock to the check-flo valve. The device was flushed using the side arm. The first section of the sheath was received curved. When held against the meter stick in a straightened stance, the first section from the proximal hub to the point of separation measured 31 cm in length. A coil protruded from the separated portion and was approximately 6.5 mm in length. The second portion of the separated sheath measured approximately 7.5 cm in length, and a portion of the coil protruded from one end with a measurement of 16 mm. The third piece (the distal end) was curved distal to the point of the separation, and measured 23.2 cm in length. Additionally, the point of separation (the proximal end of the distal section) was compressed and twisted. The distal tip appeared to be in good shape with no debris. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. Refer to section h10 for investigational findings.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.